Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, neither of the two clip appliers would lock the clip. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive obtained additional information. The instrument was inspected. Nothing out of the ordinary noted. The issue occurred prior to clip application. Issue was related to unsuccessful clip application. Hemolock clips used. They were medium/large clips. No, the same size clip was used with the third clip applier tried (first 2 sent in as they failed) and it worked. Both of the clip appliers that failed were only used one time and wouldn¿t work so another one was used. The first and second clip applier failed so a third clip applier was used and worked without incident. Instrument was returned. No photos or videos are available. The clip applier instrument was found with one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, a clip cannot be properly loaded into the clip groove of the grip-tips. Components adjacent to this severely bent grip do not show damage. Common causes of the failure mode bent-severely instrument grips -tips are attributed to damage during either use or reprocessing as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips by applying excessive force on the jaws.

Event description:
Refer to h11 for follow-up information.